Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were fond related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating , or inserting the disposable device if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluated the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Prior to an attempted novasure endometrial ablation, the physician thought he perforated the uterus with the metal sound. He did a hysteroscopy but did not see a perforation. He inserted the novasure device and opened the array but removed the device, reason unknown. He repeated the hysteroscopy and this time did visualize a perforation. The "small hole" was sutured and the patient was discharged home. On (B)(6) 2012 the physician reported he has seen the patient on follow-up and she is doing fine.